Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-04-26 from the consumer reporting that they were in a lot of pain in the last 10 minutes even with stimulation turned off. The patient had stabbing pain in their mid-section and button area. It was noted that the patient was waiting for insurance approval to get their scs system replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting information that had been previously received indicating that impedances were high/out-of-range on contacts 8 and 15 as they were greater than 10,000 ohms. It was reported that the recharging difficulties and pain/uncomfortable stimulation had been resolved as the both the leads and batteries were replaced on (B)(6) 2017. The hcp indicated that they had no further information. No further complications were reported/anticipated.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that the night before the call around 6:30 pm the patient had shooting pain coming from the surgical area where the battery was. The patient was not able to contact a manufacturer representative and so turned it off. It was reported that when the patient did so the pain stopped. The patient turned the device back on in the morning because the patient needed to have it on or they could not get out of bed and ¿it did the same thing.¿ when the patient bent down they felt something like shooting pain. It was reported that ¿it starts when its touched¿ like when the health care professional (hcp) was working with it. If the patient was not touching it did not hurt but if they leaned over against something then it started. It felt like a cut and hurt also feeling like shooting electrical stimulation. The patient went to the emergency room (ER). According to the ER physician, the ins was on and no impedance measurements were taken. The patient had reported to their hcp that there was no uncomfortable stimulation sensation when the device was off, but the patient needed it on for pain control. The ER physician reported that the uncomfortable stimulation was a sudden change starting the day before the call. The hcp reported that there were recharging difficulties that the hcp suspected poor coupling starting in (B)(6). According to the patient, the ER physician called the manufacturer who then came back and told the patient that it was probably a crack and there was water leaking into it. There were no related falls, traumas, or instances of electromagnetic interference (emi). The patient had a scheduled appointment with a manufacturer representative the day after the call but wanted an appointment sooner. The reported pain was sudden. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the system had been working perfectly but out of the blue the patient experienced pain radiating from the ins outwards around the entire ins in a circular pattern. The representative stated the patient turned stimulation off and sensation went away but they did go to the ER for the issue. The site did not look inflamed at all and the site just feels sore when charging. The representative stated the patient also had difficulty charging for 2 months prior to this, in which it kept telling the patient it was charged but it wasn't. There were high impedances on contact 8 and 15 but the patient was programmed on 6 and 7 only. It was suggested to have the site evaluated from a medical perspective as the system appears to be functioning but that something may have moved slightly causing irritation. The patient had an appointment to see the clinician the next week on (B)(6) to discuss possible ins/lead replacement. Additional information was received from the patient. It was reported they switched from a/b to c/d to address the recharging difficulty and poor coupling. The patient was advised to turn the stimulator off if the pain at the ins site and uncomfortable/shooting electrical stimulation recurred. The pain issues had not been resolved. The patient¿s weight was reported as 157 pounds. The patient further reported they had an appointment with their managing healthcare provider (B)(6) 2017.